Manufacturer narrative:
Conclusion: device failure confirmed. The device is a portable centralized patient monitoring system that utilizes a commercial off-the-self laptop computer and related computer network peripherals. The device receives, analyzes and displays patient vital signs data from multiple beside multifunctional patient monitoring devices through wireless connections. The item in question is a laptop computer. It was sold to the customer by welch allyn in october 2005. The laptop was returned to welch allyn for evaluation. Testing confirmed that the laptop computer would not successfully turn on.

Event description:
The customer reported a malfunction with a commercial laptop computer used with the acuity central patient monitoring system. The laptop computer would not successfully turn on.